Event description:
Elderly female had st. Jude dual-chamber pacemaker placed 2.5 years ago. About 1 year ago, data showed 40% atrial pacing, and 20% ventricular pacing. Interrogation about 6 months ago showed atrial lead noise, and 99% v pacing. Device data from 3 months ago showed presenting rhythm as/vp at 62 bpm. Atrial lead noise was reproducible with isometrics, with 36% a pacing, and 100% v pacing, and no ventricular conduction at 40 bpm, indicating she is pacemaker dependent. She is referred for evaluation, and discussion of possible lead replacement. The right atrial lead was replaced.